Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the corrosion at the light guide lens at the distal end is traced to component failure. Also, for foreign objects that adhered to the device the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the auxiliary jet tube contained foreign objects (white foreign material), and the light guide lens had corrosion. There was no patient involvement.